Manufacturer narrative:
Updated information: d4 MFR fax number added. D9 device return date added.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the femoral artery in a 55-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, and on a ventilator for respiratory support, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. No tubing kinks were noted. The purge cassette was replaced, which did not resolve the issue. Tissue plasminogen activator (tpa) was administered. There was no noted interruption of flow or support for the patient. The impella was removed with an escalation of therapy to an impella 5.5; however, the patient subsequently expired on support. While on support, the device functioned at p-9 at 5.6l/min as intended with d5w sodium bicarbonate in the purge solution. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
D4, product information has been updated. H6, health effect clinical code has been updated.